Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck 9mm proximal neck length measuring 24-28mm in diameter. The patient presented emergently with a rupture. The physician implanted an endurant bifurcated stent graft and iliac limbs without issues. After remodelling with reliant balloon, final angiography showed a proximal type 1 endoleak. The physician attempted to use a 32 endurant ii aortic cuff but it was too long and would have covered the renal arteries. The endurant aortic cuff was removed without issue. The physician elected to implant another manufacturer¿s 32 aortic cuff re-ballooned with the reliant. The proximal type I endoleak was still present but diminished from prior angiography. A second aortic cuff from another manufacturer was implanted, re-ballooned with reliant and final angiogram showed resolution of proximal type one endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; pre-implant rupture, and neck length less than 10mm. Treatment of a ruptured abdominal aortic aneurysm. Conclusion: treatment of a ruptured abdominal aortic aneurysm. Anatomy related; pre-implant rupture, and neck length less than 10mm.